Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6 the most likely cause for the reported revision due to prosthesis wear in (B)(4) is a combination of the risk factors specified in hhe2020-09-11-02. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient underwent revision of the total hip arthroplasty (tha). Initial implant date is unknown. No further information is available at this time.